Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the valve was implanted, cerebrospinal fluid did not flow normally. The products were replaced without any issues and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
Analysis updated the returned valve could not be tested due to damage. The inlet was found to be disconnected from the rest of the valve. It is unknown how or when the damage occurred. The damage precludes all device testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. Approximately 86 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. Proteinaceous debris was observed on the exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve could not be tested due to damage. The inlet was found to be disconnected from the rest of the valve. It is unknown how or when the damage occurred. The damage precludes all device testing. All valves are 100% tested at the time of manufacture. Approximately 86 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.